Event description:
Boston scientific received information that this pacemaker reached end of life (eol) earlier than expected. During previous checks, the device had not yet reached elective replacement indicator (eri), but 3-6 months later, the device was at eol. The patient was pacemaker dependent, but there were no reports of loss of therapy. This pacemaker had been implanted for ten and a half years. This pacemaker was explanted and will be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.